Event description:
It was reported that the pt underwent a posterior spinal fusion from l1-l3 due to an l2 fracture, spinal stenosis and posterior wall gross instability. Post-op, the pt developed a wound infection. The pt was treated with a series of three revision surgeries 5, 8, and 12 days post-op respectively. The revision surgeries were to debride, irrigate and reinstrument the wound. Cultures grew cholostridium zordellii. In addition to the surgeries, the infection was treated with clindamycin antibiotics.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause to the reported event.